Event description:
During baxter's functional testing, a spectrum pump had an undetected upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of undetected upstream occlusion was reproduced and confirmed through evaluation. The unit did pass testing per baxter's service procedure. The upstream sensor was calibrated to ensure proper functionality.